Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor, u603, u1004 and u1005 components on the computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.